Event description:
Caller reported blood glucose results of 86 mg/dl on nano system, 26 mg/dl on compact plus system within 10 minutes. Customer stated she felt normal and did not have any symptoms of low blood sugar, but she drank juice after the 26 mg/dl result. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).